Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a new battery cap and no blank display noted during testing. All operating currents are within specification. No unexpected low battery or off no power alarms noted during testing. The insulin pump was received with corroded battery tube, scratched lcd window, and cracked reservoir tube lip. No moisture damage on motor assembly or electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they found fluid on the battery compartment. The customer also reported that they had depleted battery life. The customer's blood glucose was 150 mg/dl at the time of incident. The insulin pump will be returned for analysis.